Event description:
The facility representative reported a flogard infusion pump that malfunction. Upon further investigation the quality engineer confirmed the reported condition as failure code 38. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of malfunction was confirmed by quality engineering as failure 38. The force sensing resistors (fsrs) were found to be damaged and were replaced to resolve the issue. If additional information become available, a follow-up MDR will be submitted.